Manufacturer narrative:
Philips has investigated this complaint. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the patient entered the catheterization room to complete the radial artery puncture, the device could not start up and could not operate procedure was delayed and the procedure was completed using another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the ippc cannot booting up. The fse replaced ippc. After replacement of ippc, the system was returned to use in good working order.the codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not start up. Device use at the time of event is unknown. No harm has been reported to philips. Philips has started an investigation of this complaint.